Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device image was reviewed by technical support and undersensing episodes were noted. Device reprogramming was suggested to resolve the issue. The patient was in stable condition.